Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by patient that " I¿ve posted this in an online group and others have also come forward with the same issue of after taking off the needle cap, a piece of blue foam or gauze was noticed on the tip of the needle. Needle was not used or inserted into port."